Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-oct-2024. The device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection and screening test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a reddish material inside the tip. The magnetic and force feature were tested. The force values and the vector were observed within specifications. No force issues were observed. The device tip was inspected under microscope after performed the test, and found a hole on the surface of the pebax section and foreign material inside of it. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not scrub or twist the distal tip electrode during cleaning. As part of j & j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax section. It was reported that the carto 3 system was displaying a spike in the force readings every time they came on ablation. Tried re-zeroing several times without resolution. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. No patient consequence was reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 31-oct-2024, observed reddish material inside the tip. The device tip was inspected under microscope after performed the test and it was found a hole on the surface of the pebax section and foreign material inside it. The event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax section on 31-oct-2024 and have assessed this returned condition as reportable.